Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It has been alleged that the patient presented to dermatology with a persistent red skin reaction near his incision site. Allegedly the patient was treated with topical ointments and after no resolve was given an allergy test which was positive for allergy to tixocortol-21-pivalate and cobalt dichloride. Tixocortol-21-pivalate is a topical anti-inflammatory, corticosteroid. Typical allergic reactions included redness, swelling, and itching. Dermatology requested and has been provided with a piece of flat mesh to perform allergy testing. At this time the results of that test have not been provided to davol. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. The patient/event information that we have been provided to date is limited, if/when additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following has been reported to davol via maude event report (B)(4). On (B)(6)2012 - patient was implanted with a bard flat mesh during an unknown procedure. Patient began to experience a persistent red skin reaction near incision site after surgery. Surgeon was unsure if they be caused by the device. Patient was seen by dermatology for treatment of rash. At this time no surgical intervention has occurred. If the issue is determined to be related to patient reaction to the device it could result in the need for surgical intervention.